Event description:
Prior to the start of the case, the anesthesia machine passed all check tests, including volume and ventilator checks. The patient was sedated, intubated and placed on the ventilator/anesthesia machine. Desflorane anesthesia was being administered to the pt through the machine. After the start to the case, the anesthetist noted that the tidal volume read 200cc but was set for 900cc. The anesthetist confirmed by end-tidal co2 that the volume rec'd was 900cc. Further, although the ventilation appeared adequate, the anesthetist contacted the biomedical department to obtain a replacement machine or flow meter part for the machine in use. In the interim, the anesthetist heard a noise and saw white flame in the expiratory port of the machine. The anesthetist immediately pulled the expiratory port of the disposable circle from the machine and removed the pt from the circle to protect the patient. The pt was ventilated with a non-rebreathing from another oxygen source and, then placed on another anesthesia machine/ventilator. No pt injury occurred and the procedure re-commenced. The machine was taken out of service and the MFR was contacted. The MFR removed the defective part(s) for more detailed inspection.